Event description:
Customer's wife reported that he had a hypoglycemic episode. Customer tested at 143 mg/dl, but was experiencing hypoglycemic symptoms (funny and low, unawareness). She stated that the customer started acting weird and hitting himself on his head. No timeframe is given between his reading of 143 mg/dl and when he started acting weird. Wife attempted to treat the customer with soda, orange juice, and a banana. She could not get his level to come back up so she called 911. She tested the customer while waiting for the paramedics and obtained a result of 59 mg/dl. When the paramedics arrived, they tested his blood glucose on his meter and obtained a result of 49 mg/dl. The paramedics treated the customer with an injection (unknown contents) and then transported him to the hospital. He was given an IV (unknown contents) while in the hospital and released 3-4 hours later. Requested return of suspect device and replacement was sent.